Event description:
It was reported that a patient presented in clinic after receiving inappropriate shocks due to noise. Interrogation of the device showed multiple aborted shocks due to non-sustained lead noise. The device associated with this lead was approaching eri. The lead was capped at the device replacement procedure.